Event description:
It was reported that the humidifier holder was defective. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The failure was confirmed by provided photo showing the humidifier holder arm detached from the plate intended to be inserted into the rail clamp mounted on the ventilator carrier. The consequence of this kind of mechanical damage is that the humidifier gets detached and, in a worst case scenario, falls off the ventilator carrier. The plate is secured in the humidifier holder arm with a securing screw. As a design improvement, an additional securing screw has been introduced. Our conclusion into this matter is that the humidifier holder most likely has been exposed to a mechanical force greater than it is designed to sustain.